Event description:
It was reported that this pacemaker had reverted to safety mode operation. Technical services discussed the parameters were not programmable and device replacement was recommended. The reason for the device switching to safety mode can only be determined during laboratory analysis of the explanted device. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. The device was explanted and replaced the following week. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker had reverted to safety mode operation. Technical services discussed the parameters were not programmable and device replacement was recommended. The reason for the device switching to safety mode can only be determined during laboratory analysis of the explanted device. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. The device was explanted and replaced the following week. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.